Event description:
Surgical lamp at facility was accidently pulled apart over a pt. Dr in room caught light fixture and moved pt. No harm came to pt. Lamp unsafe in pt area and was removed. Picked up by distributor.